Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that an adverse event of a diagnosis of severe hyperglycemia. The customer recovered completely on (B)(6) 2017. The mother stated that the bgs at the time of the event was 468 mg/dl who 0.6 mmol blood ketones and a bolus was given via insulin pump prior to ketone test. After treatment, bgs were 360, with mmol/l ketones. The mother then gave 2 more units by injections and issue was resolved. The insulin pump will not be returned for analysis.